Manufacturer narrative:
The system was removed due to a patient condition which does not reflect the performance of the device. This event is logged for trending purposes.

Event description:
Guidant received information that this implantable device and leads were explanted secondary to a patient infection. New information received indicates that the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.